Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the complaint device was not returned for device analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a white like wax was noted on the rotawire. The 90% stenosed target lesion was located in a severely tortuous and severely calcified lesion. A 330cm rotawire¿ and wireclip¿ torquer was selected and advanced to the target lesion. During the procedure, it was noted that there was something white, like wax on the device and it could not be removed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.